Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and tips were found to be stuck (blocked) in fully open position and unable to be inserted through the cannula. By the manual articulation test both tips moved together in the yaw direction at the distal clevis axis, but they stayed fully open. After application of manual force to the tips, they began to move again. Additional observation not reported by site: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clips were not full closed. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was unable to close the instrument jaws with or without the clip. The user completed the procedure using a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: inspection of the instrument prior to usage did not reveal anything out of the ordinary. Issue was identified when trying to insert instrument into cannula seal (prior to insertion into patient). Initially instrument had a clip mounted on and when team noticed jaws could not be manually closed, they attempted to do so with no clip mounted. Jaws could still not be closed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and further investigation was unable to confirm initial findings. It appears the failure may have been resolved during initial failure analysis. The instrument was manually articulated and the jaws opened and closed as expected. A clip was loaded into the jaws without issue. Jaws could op and close with a clip installed. The instrument was inserted through the cannula and driven on an in-house system. A clip was applied during testing and was secured to the test media. The instrument appears full functional. The instrument was then inspected for damage or abnormalities. The housing was removed. Cable tension is normal, and all inputs could be rotated without issue. There was no damage to backend components. Cable crimps at the both the proximal and distal end were seated properly and the cables were fully intact. The instrument was fully disassembled an the internal hypotubes were found with sticky residue on them. Dried soil/biodebris was present on multiple hypotubes and is related to improper cleaning/reprocessing. Based on further testing and inspection, it is likely that the amount biodebris/contamination on the hypotubes was causing them to stick together, preventing the jaws from opening, until enough force was used to unstick them during the initial investigation. Although, the failure was unable to be replicated again, the likely cause of the stuck grips is related to the user.

Event description:
Refer to h11 for follow-up information.